Event description:
Customer reported a malfunction alarm with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer understood.